Event description:
On (B)(6) 2025 my controller completely went out. This is the second controller I received. The device did not power on for four days. I charged the device many times including an eight-hour continuous charge, and the device did not power on or charged.